Manufacturer narrative:
(B)(4). Unit passed the displacement test and self test. Pump was returned for pump error 53 and error 37 format history file analysis confirmed. Pump error 53 and 37 problem isolated to hardware issue noted.

Event description:
Information received by medtronic indicated that insulin pump had multiple insulin pump error alarms. It was reported that they were able to clear the alarm and able to rewind the insulin pump. Self test and displacement tests were passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.